Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient developed a skin irritation under the front therapy electrode. The patient's nurse stated that the skin was raw. During a follow-up call the patient reported that he had been given a cream and the rash had healed.